Event description:
A pt death was reported by hosp. Philips has been unable to investigate the report or obtain any info about the incident from the hosp as the hosp will not allow access to the system, the pt records or activities prior to the reported pt death. The hosp authorities may allow access to the x-ray system sometime in the future. At this time, philips cannot determine if the pt death was due to a malfunction in the x-ray system or other pt condition.

Manufacturer narrative:
H3, no eval: the hosp has not allowed service to eval the system in order to identify if any potential malfunction caused the incident. A f/u report will be sent once philips obtains access to the system or a report with add'l info from the hosp. H6 (eval method) code (other) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Eval results) code (other) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Conclusions) code (other) - the investigation is still ongoing on this event. When the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.